Event description:
Medtronic received information that this bioprosthetic aortic valve exhibited structural dysfunction relating to the housing and sewing ring. This observation was made approximately 3 years post implant. It was reported that the patient had presented with congestive heart failure, which was when the central regurgitation was noted. On gross inspection of the valve prior to explant, the surgeon noted that part of one of the leaflets had become unattached from the valve housing and was flapping freely. He stated there was no evidence of endocarditis or any other disease etiology. The valve was replaced with a mechanical valve without reported complication.

Manufacturer narrative:
Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the product has been returned to medtronic. To date, the analysis of this device has not been completed. Review of the device history record shows that the product met manufacturing specifications when released for distribution. Conclusion: no definitive conclusions can be drawn at this time regarding the performance of the device, as the analysis of the returned product has not been completed. A follow up report will be submitted upon completion of the investigation.